Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient¿s right atrial lead exhibited lead noise. The noise was able to be reproduced with rom exercises. No interventions were performed and the patient did not experience any adverse effects.